Event description:
It was reported that the two episodes had missing data. One episode had marker channels but no electrogram. One episode was "invalid" and had no viewable data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-58 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.